Event description:
On 22-jan-2026, a nurse contacted technical service to report that centrella med-surg (product code p7900b100010, serial number (B)(6)), had brakes not holding. This occurred during patient use. It was reported that when a patient exited a centrella bed, the bed moved and the patient fell. Follow up was performed with the customer and the customer reported that a patient was on their cell phone talking to their spouse standing at the side of the bed, the patient bent over to unplug their charger from underneath the bed, and leaned on the bed for support which caused the bed to roll resulting in the patient falling. The customer noted on subsequent assessment that the patient complained of pain in their left wrist and shoulder.

Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 26, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. In this event the patient was reported to have pain in their left wrist and shoulder. Pain is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. It is not life-threatening and does not require treatment to prevent permanent impairment of a body function or structure. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. However, if a similar event were to recur (brakes not holding), it would be likely to cause or contribute to a death or serious injury.